Event description:
It was reported that the pt was intubated at the start of the first case of the day, the user attempted to initiate automatic ventilation using the nm2b machine, but found that the breathing circuit would not pressurize. The user attempted to manually ventilate the pt, but still could not get the breathing circuit to pressurized. The user utilized an ambu bag and successfully ventilated the pt. It was determined that the root cause for not being able to pressurize the pt circuit was because the absorber cam release lever was not latched in the upward position. After the user latched the lever in the upward position, the pt circuit was then able to be pressurized and the pt was successfully ventilated using the nm2b machine for the remainder of the case.

Manufacturer narrative:
Eval was performed by the user. The user found that the root cause for not being able to pressurize the pt circuit was because the absorber cam release lever was not latched in the upward position. The user latched the lever in the upward position and was then able to pressurize the pt circuit and successfully ventilate the pt using the nm2b machine for the remainder of the case. Preventative maintenance was performed on the machine the evening before the incident by a draeger medical technical svc rep. It was determined that the svc rep did not latch the absorber cam release lever in the upward position prior to releasing the device for use. It was also confirmed that the user did not perform a daily/preuse checkout of the device prior to the device being used on a pt. The device would not have passed the daily/preuse checkout, if the absorber cam release lever was in the downward position. The issue was addressed with the technical svc rep who performed the preventative maintenance on the anesthesia machine.